Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's anchor migrated and appeared to protrude through her skin. No discomfort was caused by the anchor migration. As a result, the physicians sutured above the anchor and moved both anchors deeper to prevent them from migrating on (B)(6) 2015. Further information on the migrated anchor is unknown.